Event description:
It was reported that several non-sustained ventricular oversensing episodes were observed via a merlin.net transmission. In clinic no real time oversensing was detected. The patient was in good condition and will be monitored remotely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.